Event description:
Following a 1-day chemotherapy treatment, the pt had 22cc of medication remaining from a prescribed volume of 110cc. This calculates to a delivery rate that is approximately 15% below the specified tolerance limit for the device. Per the complainant, there was no injury associated with the event.